Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the reference samples for the lot 6003865 have already been previously tested in the case 1965147. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with work instruction (wi) version 2 on reference samples, (B)(4)samples out (B)(4) samples passed the test. Functional test according to wi version 1 on reference samples, (B)(4)samples out 10 samples passed the test. Device history record (DHR) review: the lot 6003865 was manufactured according to the wi version 94 manufactured in the line/machine m10, on 25/oct/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. DHR review (gluing tubing): the lot 3k02553 was manufactured according to the wi version 57 manufactured in the line/machine sc05-sc06, on 23/oct/2023, with a total of 30,900 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 27/feb/2025 against malfunction tubing detached from hub) and lot 6003865 and 1 other complaints have been registered in database for the same lot 6003865 and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production. No other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hong kong.

Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient faced an infusion set tubing detached event on 30-sep-2024. No further information was available.